Manufacturer narrative:
Zoll has not received the icy catheter in complaint for investigation. A supplemental report will be filed if the zoll catheter in complaint is returned and investigation has been completed.

Event description:
It was reported that the patient was receiving temperature management for hypothermia using thermogard system. A zoll icy catheter was placed in the patient's femoral vein; there were no reports of any complications at the time of placement. After 93 hours dwell time, thermogard console alarmed and an empty saline bag was noted. The catheter leak was suspected. The catheter was not replaced since the customer was able to reach the target temperature. No patient consequences reported. For console issue, see MFR 3010617000-2018-00851.

Manufacturer narrative:
The reported icy catheter leak was confirmed. A bond leak was found at the distal end of medial balloon during functional testing. Visual examination of the returned catheter was performed and found no physical damage. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was found at the distal end of medial balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for information related to the reported complaint and no similar history of complaint was reported for the icy catheter lot number 68235.